Event description:
The customer reported that the intellivue monitor fell, and the monitor's screen broke. There was no report of any adverse pt impact.

Manufacturer narrative:
(B)(4). No pt or user harm was reported. There is not enough info to determine if the monitor was dropped, or if it fell from a mount. There was no report of any adverse pt impact. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.